Event description:
As reported by the clinical specialist, during a transaortic valve implant (tavi) procedure, a 23mm sapien heart valve was implanted slightly aortic 60:40 covering the left main. There was some turbulent flow noted via tee into the left main. Selective angiogram demonstrated calcium pushing into the left main causing a narrowing. The lesion was wired, ballooned and successfully stented with a drug-eluting coronary stent. There were no EKG changes or left ventricular changes. There was no central aortic insufficiency or paravalvular leak. The patient remained stable throughout the procedure. Additional information received through investigation indicates the patient's annulus was 21.4-22mm. The patient's ejection fraction was 64% with normal right ventricular function. The sinuses of valsalva and sinotubular junction were within normal limits and moderately calcified. The physician indicated the patient had extremely long leaflets.

Manufacturer narrative:
This patient underwent transapical implantation of a 23mm edwards sapien transcatheter heart valve. Imaging for this case was requested however, to date, imaging has not been received for edwards lifesciences review. Per the sapien valve instructions for use (IFU) and rf3 thv training guide, complications associated with the use of the bioprosthesis and the transaortic valve replacement (tavr) procedure, standard catheterization and balloon valvuloplasty, include, but is not limited to, embolization including air, calcific valve material or thrombus coronary flow obstruction/transvalvular flow disturbance. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Furthermore, in the rf3 physician's training manual it is ((B)(4)), the operator is recommended that the operator to perform an aortogram, CT or tee prior to thv implantation to reveal bulky calcified leaflets, calcified left main and leaflet length; during predilation, assess possible obstruction of left main or any coronary ostia from bulky leaflet calcification; consider the distance from annulus to left main to prevent left main occlusion. In this case, although imaging was not available for evaluation, it was reported by the physician that the patient had extremely long leaflets. Additionally, per report, the valve was implanted slightly aortic, covering the left main. The reported coronary occlusion appears to be related to a combination of patient and procedural factors. No further actions are possible at this time.

Manufacturer narrative:
The device remains implanted in the patient. The device history record (DHR) review of the effected sapien valve shows the device met specifications prior to distribution of device. Investigation of this event is ongoing.